Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00042: neck, 3025141-2020-00043: head.

Event description:
The patient had a radial head replacement with the arh slide-loc replacement system on (B)(6) 2017. Post op, the patient complained of pain, decreased function and clicking in the right elbow. X-ray revealed the components of the device had become loosened. Revision surgery to remove the device was performed on (B)(6) 2019.